Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: during a gastric bypass procedure a reload was fired with a linear cutter on gastric tissue to create a gastric pouch. During 2nd firing the device did not staple but cut. The staples were unformed. The procedure was finished with same like device. 1st and 3rd firing was also done with a blue magazine. During 3rd firing no issues occurred. Procedure was finished without any complications. Patient is fine. The gastric tissue was not dense or scarred. There were no former gastric surgeries in the patient¿s clinical history.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one device was returned in good visual condition and with an loaded in the device. Additionally, the reload was received with the right side fully fired; left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure the first firing with ple45a was okay. The second firing with the referenced magazine wasn't okay. At the distal staple line, the staples were unformed and tissue was open, proximal the staple line was okay. After reloading third staple line was okay. No further information is available. No adverse patient consequences reported.